Event description:
It was reported that the motor device was heating up. The event was not reported to have occurred during surgery. It was not reported if there was a delay due to the event or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found the device was running over temperature specification. The assignable root cause was determined to be due to worn and damaged bearings from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.